Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 600 mg/dl; treated with manual injection. It was stated that the customer had a bent cannula and the insulin pump never alarmed no delivery; customer changed the infusion set. High pressure test performed and the insulin pump did alarm no delivery. Nothing further reported.